Manufacturer narrative:
Correction provided in e.1. Additional information provided in h.6. And h.10. No further information was provided. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative offered the surgeon surgical accompaniment and support with supplies to rule out parameters, but the doctor refused, indicating he did not want to risk more patients corneas.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a patient presented with corneal edema, in the right eye, following cataract surgery. The surgeon suspects the ultrasound was too strong. The edema persisted for 25 days.